Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. The customer stated the alarm was resolved by a complete set change. The customer's blood glucose was over 500 mg/dl at the time of incident. The customer reported their blood glucose was high because the insulin pump did not deliver their basal rates. The customer declined to troubleshoot as they discarded the set. The customer declined to return the insulin pump for analysis.